Event description:
User facility medwatch report received that states: "during a transfemoral tavr, the initial perclose was too tight, and the site was not opened well. In order to proceed with the case, the surgeon made a bigger hole in the skin and the case was able to be completed successfully. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."

Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) review and query of the complaint handling database could not be conducted because the part and lot number were not provided. Corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. The patient effect of occlusion is listed in the electronic perclose instructions for use as a potential adverse event of use of the device. Based on the reported information there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4- the UDI is not known as the part and lot number were not provided. Attachment: user medwatch # mw5152889.